Event description:
It was reported that the patient received inappropriate atp therapy due to atrial tach. Programming changes were made and resolved the inappropriate therapy. The patient is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.